Event description:
A pt had reported that she was not receiving stimulation since 6 months ago. It was noted that there were no apparent issues with the programmer. The pt visited her hcp, and the device was programmed successfully. The pt underwent surgery (B)(6) 2010, and info was received on (B)(6) 2010 indicated that the issue with her system had resolved.

Manufacturer narrative:
(B)(4).